Manufacturer narrative:
(B)(4) the evaluation findings of debris on the fiber face. (B)(4). A flexiva 200 tractip laser fiber was received for analysis. Visual examination of the returned device revealed that the exposed glass tip measured 3.5mm and appeared unused. There were no signs of damage or other imperfections noted along the body of the laser fiber. Examination of the fiber face within the sub miniature-a (sma) connector revealed a presence of black shadow on the lower right corner, covering approximately 20% of the face. Examination under magnification revealed that the shadow was debris that was causing an extremely weak aiming beam with an effective transmission of 49.7%. The condition of the returned device confirms the reported event of weak aiming beam. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical or procedural factors such as maneuvering of the device or stone density and size. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used in the kidney during a ureterolithotripsy procedure performed on (B)(6) 2016. Reportedly, the laser used was a lumenis versapulse powersuite 100w console. According to the complainant, when the laser fiber has been attached to the console, they noted that the aiming beam was weak. As they were about to fire energy to the stone, the laser fiber did not work. No energy came out of the device. They tried reconnecting the fiber and had the console rebooted but the same thing happened. The procedure was completed with another flexiva 200 tractip laser fiber. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed presence of debris on the fiber face.